Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). After injection of onyx for 30 minutes with several pauses in between, it was reported that the ultraflow catheter ruptured. The catheter was removed from the patient.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00177.